Manufacturer narrative:
An investigation was made regarding your complaint. The product was released accomplishing all quality standards based on statistical sampling. The defective condition was not confirmed as no samples were received for evaluation. However to address this complaint with tip detachment a corrective and preventative action at the manufacturing facility was initiated on 12/05/2005. After a root cause analysis was performed, corrections were implemented to include: 100% process pull testing of tip, modifications to timer sockets, speficif preventative maintenance activities on the solvent dispenser and operator training. Based on the findings of this investigation and the actions implemented, tis type of issue should be prevented. Manufacturing and qa personnesl have been notified about the incident. If samples are received an investigaton will be re-opened.

Event description:
It was reported to tyco/kendall healthcare in 12/2005 that a customer had a problem with the yankauer. The customer alleges "while using the yankauer to remove oral secretions from the pt's airway during intubation, the tip came off and the staff was unable to locate it. The customer alleges that a post procedure x-ray and bronchoscopy were performed which turned out negative. Pt did not aspirate or suffer any injuries related to the tip displacing."